Manufacturer narrative:
Pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had no audio tone/beep due to broken black transducer wire on interface board. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump audio does not beep or alarm and the audible sounds for the pump do not work. Customer's blood glucose was unknown at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting assisted customer in performing a self test which failed. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.